Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Generally adhesion issues are due to variations in skin condition and are not considered malfunctions. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Customer reported feeling ill, feeling dehydrated, vomited and was hospitalized with high blood glucose and a bent cannula was observed. She was treated with saline IV and manual injections of humalog. She noticed that the adhesive pad coming loose and that the cannula was bent. The following information was reported: (B)(6).

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and hospitalization was found.